Event description:
It was reported that the pump on this inflatable penile prosthesis, which worked well initially, is now not refilling appropriately when activated. It was noted that the pump seemed to be sticky. Evidence suggests that this device remains implanted. No patient complications were reported.